Event description:
A 6 fr. Perclose was deployed but not locked in place prior to needles being pulled through. One needle punctured through skin. Patient taken to surgery for perclose device removal.